Event description:
The devices were used during a colostomy procedure. It was reported by the affiliate that the devices could not be opened. There was no patient consequence.

Manufacturer narrative:
H6; code 400: damaged firing mechanism. Visual inspections & results: lockout position; a unfired b na. Cartridge condition; a partially fired b. Cartridge return batch number; a j0065f b h0033. Instrument number; a 18 b 82. Functional tests & results: condition of firing trigger lockout; ab good. Condition of pinion gear; ab good. Condition of yoke; ab good. Was instrument cycled; ab no. Analysis conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. The cartridge were returned with broken alignment fingers. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire throug a spent cartridge, firing prir to complete clamping of the jaws and failure to properly follow reloading instructions.